Event description:
Clinical trial it was reported that during a coronary artery drug-eluting stenting treatment procedure, balloon withdrawal resistance occurred. The index procedure identified and treated one target lesion. Target lesion one was a de novo, moderately calcified, severely tortuous, thrombotic, bifurcated lesion of the distal circumflex measuring 3.0x13mm with 95% stenosis. Target lesion one was treated with pre-dilation and placement of a 2.75x12mm taxus liberte stent resulting in 20% residual stenosis. "Considerable" balloon withdrawal resistance was noted with the taxus liberte stent delivery balloon. No patient complications were reported.

Manufacturer narrative:
A unit has not been returned for review; therefore, a technical analysis cannot be carried out. A review of the manufacturing records for this batch found that the device met its material, assembly, and product specifications at the time of release to distribution. The root cause of this event is unknown. Product unavailable for analysis